Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable- alarm. Troubleshooting unsuccessful. Mixed new cassette which is working on pump with no issues. Patient will send back faulty pump and cassette. No patient injury was reported.